Manufacturer narrative:
Age at time of event- 18 years or older device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. A microscopic examination detected a balloon hole/tear detected 4mm distal of the distal edge of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination observed no damage to the tip or blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex artery. A 06/2.50 flextome cutting balloon was selected for use. During the procedure, the balloon ruptured when tried to cross the lesion. The balloon was then completely taken out from the patient's body. The procedure was completed with a different device. No complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex artery. A 06/2.50 flextome cutting balloon was selected for use. During the procedure, the balloon ruptured when tried to cross the lesion. The balloon was then completely taken out from the patient's body. The procedure was completed with a different device. No complications reported and the patient was stable.